Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was not slow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had slow connection. A technical support specialist (tss) dialed into the station and logged in as carefusion admin. The suggested steps in knowledge article station shows slow network communications win10 devices were followed, and speed and duplex were confirmed as set to 100 mbps half duplex. The station was rebooted, and the customer was called back to perform login. The call was transferred to customer, who logged into the station and verified that all patient data was current. The slowness issue was resolved after the reboot, and customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.